Event description:
Customer reports to have experienced keypad anomaly. Customer reports that when b button was pressed, numbers began spinning. Customer states that insulin pump began to work with battery change. Customer's blood glucose was 242 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened up and down button dome switches. No display anomaly was noted. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.